Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the rupture in the sov cannot be confirmed. In addition to the procedure itself, patient factors (severe valvular calcification, bulky ncc and rcc calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), post deployment of a 26mm sapien xt valve, a rupture in the sinus of valsalva (sov) was observed. During the tavr procedure, balloon aortic valvuloplasty (bav) was performed to confirm the size of the sapien xt valve. The 26mm sapien xt valve was prepared and deployed with 3ml less than nominal volume. Following the deployment of the valve, the patient¿s blood pressure dropped to 70 mmhg. Tee showed a possible hematoma on the left coronary cusp (lcc) side and a pericardial effusion. The patient¿s chest was then opened in order to investigate the cause of the effusion and obtain hemostasis. The source of bleeding could not be observed visually due to its location at the lcc side. Hemostasis was achieved with manual compression and the patient was transfused with platelets and ffp. The patient was transferred in stable condition. The annular area measured 460mm2 by CT. Severe valvular calcification and mild aortic root calcification was reported. Bulky calcification on the non-coronary cusp (ncc) and right coronary cusp (rcc) was also reported.